Manufacturer narrative:
The insulin pump alarmed prime during prime test and alarmed motor error during the basic occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is having issues with the prime rewind and that insulin is squirting out of the pump and the reservoir does not stay in the compartment. Troubleshooting was done for prime rewind but a compromised force system sensor alarm was received. Customer's blood glucose was 119 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.